Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.